Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim; description of problem: alaris pump ringing off occluded in smof lipid line. Filter/line had to be changed. When changing filter tubing was noted that the clave/nad was stuck/pushed in and would not return to normal position. Both pieces of tubing were removed and changed with sterile technique.